Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with operating currents within specification. The insulin pump passed self test, error test, prime test, excessive no delivery test and displacement test. However, the insulin pump alarmed motor error during basic occlusion test due to protruded/loose drive support disk. Unable to perform occlusion test due to motor error alarms. The insulin pump received with cracked case at display window corners and battery tube threads. The insulin pump received with scratched display window. No motor noise anomalies noted during the rewind. The motor was tested outside the device and passed.

Event description:
It was reported that the customer was unable to rewind the insulin pump. The device was making a rewind sound, but the driver did not move. The battery was changed, but the anomaly persisted. Advised the caller that a replacement would be sent. No further information was provided.